Manufacturer narrative:
Reconnected footswitch cable: system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the footswitch cable improperly connected, causing imaging failure on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.